Manufacturer narrative:
This event occurred in (B)(6). The samples were requested for investigation.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys ft4 iii (ft4 iii) and elecsys ft3 iii (ft3 iii) on a cobas e801 module compared to the abbott method. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(4) for information on the ft4 iii results. Refer to attached data for the patient results. No questionable results were reported outside of the laboratory. The e801 module serial number was (B)(4). The customer suspects an interference affecting the roche results.

Manufacturer narrative:
The samples were requested for investigation but were not provided. The investigation did not identify a product problem. The cause of the event could not be determined.